Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
The patient has experienced external pins breaking. The patient needed to have pins replaced.

Manufacturer narrative:
Visual examination of the devices confirms the devices have fractured. Several of the ends of the returned devices appear to have been cut which would be consistent with implant removal techniques.